Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) on-site findings, the independent laboratory results. The ess visited the user facility on november 6, 2017 to observe the facility¿s reprocessing practice and to provide reprocessing training. The ess found the following deviations: the scope was being immersed in water prior to being connected to leak tester. The scoped was still submerged in water while technician was disconnecting the leak tester from the scope. The scope was not being flushed with detergent during the manual cleaning only with water and. The technician was using the same wash cloth to wipe the exterior of the scope on multiply scopes. As part of our investigation, the scope was sent to an independent laboratory for microbial testing. The scope tested positive for staphylococcus hominis, staphylococcus epidermidis and staphylococcus haemolyticus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed at there was no evidence of foreign objects/ material/substance inside the suction channel, suction port, air/water port and nozzle. There were also no signs of foreign substance/materials found with the bending section cover, bending section cover glue, insertion tube, distal end cover, and objective lens glue. No signs of missing parts were noted with the scope. In addition, a thin diameter borescope was used to inspect the biopsy channel and a scratch/black stain was found on the channel wall at approximately 20cm of the insertion tube side. However, no signs of foreign materials/substance were noted inside the biopsy channel wall. The scope also passed the leak test. The most probable cause of the scratch/black stain inside the biopsy channel can be attributed to excessive force applied when passing instruments through the biopsy port causing abrasion to the channel wall. The service group also noted deep scratches on the distal end cover and cracked bending cover glue. The scope has been serviced and returned to the user facility. Based on the ess¿s findings and the independent laboratory, improper maintenance could not be ruled out as a contributing factor to the reported positive culture. The instruction manual provides warning which states, ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely or stored instruments may cause patient cross-contamination and/or infection.¿

Manufacturer narrative:
The device evaluation is still in progress. The device is currently with an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide reprocessing training which is currently in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that after reprocessing the scope, the scope tested (B)(6) for (B)(6). The scope has been removed from service. The user facility utilizes a non-olympus automated endoscope reprocessor (aer) machine. No patient infections were reported.